Event description:
It was reported that during a da vinci si prostatectomy procedure a fenestrated bipolar forceps instrument had a broken cable. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument pitch cable was frayed. Conductor wires were intact and undamaged but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands stick out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observations not reported was one conductor wire had insulation damage at the yaw pulley exit. Electrical continuity testing was performed and failed. The yaw pulley shows no signs of arcing. Failure analysis concluded the damaged insulation was likely due to mishandling / misuse. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were .061 - .083 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; the frayed cable, insulation damage, and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.